Event description:
Event description boston scientific crm received information that this device has farfield sensing of the patient's intrinsic signals. The r-wave is 7.5mv and the p-wave is 2.3mv. The atrial sensitivity was set to 1.0mv and the ventricular sensitivity was set to 3.5mv. The aller did not want to change those values. There are no patient symptoms.